Manufacturer narrative:
(B)(4).

Event description:
The customer reported the navigation ring and touch screen do not work.the customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).